Manufacturer narrative:
(B)(4).product does not return for evaluation yet.most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for low blood glucose test results and e-0 error; test strip error. The expected fasting blood glucose test result range is 180 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. Comparison of blood glucose test results by customer from truemetrix meter to alternative meter; observed higher readings with truemetrix meter but actual results were not provided. Back to back blood test performed by customer fasting during call on (B)(6) 2016 produced result of 97mg/dl and e-0. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/31/2016 and open vial date is not provided. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.